Event description:
During the first cut, using 75 watts, the cutting wire on the catheter broke and they were unable to remove the catheter. The pt's ereter was dilated with a balloon, a sheath (slit lengthwise) was placed into the ureter. The surgeon was then able to maneuver the catheter into the sheath and remove the catheter.